Event description:
The pt reported that on sunday (B)(6) 2012 her blood glucose measured 188 mg/dl. She ate breakfast and took insulin, but has no record of the dosage or time. She had a bg result of 290 mg/dl between breakfast and lunch and one over 300 mg/dl after lunch (no exact time reported for either). She stated she took a meal bolus of insulin but did not report the dosage. At 2:32pm she took an 11.7 unit insulin bolus (no meal or bg result reported at that time) and temporarily increased her basal insulin to 1.4 u/hr. At 4:52pm her bg result was "high" (>500 mg/dl). She went to the first aid station (she was visiting a theme park at the time) and was taken by ems to the hospital emergency room. At the time of her call on (B)(6) she remained hospitalized and was still wearing the device. No treatment or admission diagnosis was reported.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia. No qualification record review was performed as no product lot number was reported. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose)." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. Ask your healthcare provider whether to inject the same amount of insulin as in step 3. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."